Event description:
I am a physician (m.d.)reporting a malfunction using oxiline blood pressure monitors (2 of them). My wife has a history of hypertension that is labile. Approximately in (B)(6) 2024 my wife was having headaches, and I used a manual bp cuff and determined her bp was around 140/90. We had previously purchased an oxyline automatic bp unit and it would read higher in the range of 160/95-100. Her physician increased one of her medications (verapamil 120 mg) to one three times a day. Even after this change, her bps were 10 to 20 mm hg higher with the oxyline than my manual readings. We had a hypertension specialist evaluate her bp which was higher than normal in the range of 140/90. We brought the oxiline to test at that time and when it was tested on my wife it was higher than their readings by 10-20 mm . The specialist suggested we replace the oxiline so I wrote the company and asked for a replacement because their readings were higher than manual testing by me and the hypertension specialist. They sent a new one and we sent the old one back and assumed all would be ok. To our dismay the new oxyline also read 0-20 mm hg higher than the readings by my manual testing. The hypertension specialist indicated they had also recognized the oxyline units were inaccurate and gave us a free omicron unit. That unit recorded almost the same as my manual cuff readings. Had we depended on the oxiline readings the hypertension specialist was planning to add a third medication when now my wife's reading were now in the normal range of 120/80. I wrote oxyline and informed them their product was not accurate reading bps and requested they voluntarily order a recall, or I would be compelled as a physician to send a complaint to the FDA. Nothing happened so I decided to inform the FDA that oxyline bp units are not reading correctly, which could cause serious medical problems treating individuals with hypertension. It could cause the addition of more medications or change of medications and more unnecessary testing. I strongly recommend the FDA evaluate the oxyline bp monitors and recall them from the marketplace. Ref report# mw5167539.